Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was 144 mg/dl. The customer was assisted with troubleshooting. Customer states that the reservoir was leaking inside the insulin pump reservoir compartment. Customer states splits in the barrel. Customer states that they notice insulin inside the insulin pump and not able to rewind. Customer states that the leak may be occurring at the reservoir barrel or o rings. Customer states that the o-ring inside the lip of the reservoir compartment was not missing. Customer states that the insulin pump had no cracks. Customer states that they perform a self-test and insulin pump did not pass it. The device will be returned for analysis.